Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 440 mg/dl and feeling fine. Customer reports they feel okay to troubleshooting. Customer did not need to troubleshoot insulin pump. Customer bolus and monitor insulin pump. Customer reports insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer reports blood glucose value from reported event was 211 mg/dl and sensor glucose value from reported event was 440 mg/dl. The devices will not be returned for analysis.